Event description:
It was reported that the patients implantable cardiac monitor (icm) fell out of the pocket. The icm was not replaced, and the patient will be monitored. The patient was in stable condition.